Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a routine generator change, the implantable pulse generator (ipg) device was tested before the patient left the procedure room. Lab test revealed normal results . The patient was brought into the recovery room and during post-operation monitoring non-capture and undersensing was observed. Upon interrogation, the right ventricular (rv) lead bipolar impedance was measured to be zero ohms. Several bipolar measurements were made ranging between zero and 19 ohms. No capture could be obtained in the bipolar configuration and no r-wave could be measured. The bipolar electrogram had no r-wave signal. The patient experienced muscle stimulation, and had a stable underlying rhythm in complete heart block (hb) with a ventricular rate of 40 beats per minute (bpm). The ipg was reprogrammed to the unipolar mode. The unipolar impedance was 171 ohms. The unipolar r wave was 10.0 mv and the unipolar capture threshold was 2.0 at 0.4 ms. The unipolar electrogram displayed a clean r-wave with no noise observed. An x-ray of the lead and the header of the device showed no obvious problem with the lead and clearly confirmed that the lead connector was fully inserted into the connector block. Per technical services consultation the ipg programming implant detect was turned off and testing the device again in the bipolar configuration. After programming implant detect off, the initial bipolar measurement was normal, between 300 and 400 ohms. The r-wave was also measured to be 3.8 millivolts. The bipolar threshold test was conducted resulting in no capture at any output. A repeat measurement of the bipolar impedance resulted in a measurement of 19 ohms and no r wave could be measured once again. The patient was then taken back to the electrophysiology lab for invasive evaluation. During the invasive evaluation, the rv lead was removed from the device and tested in the bipolar configuration. The impedance, r-wave and capture threshold were normal. The rv lead was manipulated while observing the electrogram for noise. No noise was observed, and the lead was tested several times with the same results. The new ipg was attached to the leads and tested in the pocket. The bipolar impedance was measured to be zero to 19 ohms. The rv lead was then replaced with a new rv lead and attached to a new ipg without complication. Normal bipolar impedance, r-wave and capture thresholds were measured. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.